Manufacturer narrative:
D10. Device available, return date - additional information. G4. Date manufacturer received - additional information. G7. Type of report - additional information. H2. Follow-up type - additional information. H3. Device evaluation, device returned - additional information. H6. Evaluation codes - additional information, device evaluation. H10. Additional manufacturer narrative - additional information, device evaluation analysis found onyx residue was within the apollo hub. No damages were found with the apollo hub. No bends or kinks were found with the apollo catheter body. The apollo detachable tip was found intact. Upon visual inspection, no defect was found with the distal tip. Tension was applied to the apollo detachable tip; however, resistance was encountered, and the tip began to stretch. Increased tension was then applied to the detachable tip causing the tip to detach. However, the tip did not detach at the detachment zone but rather at a location proximal to the detachment zone. It appears the detachable tip became connected, possibly fused, to the distal shaft causing the distal shaft to stretch and separate. A device history record review was performed. The DHR review did not identify any anomalies associated with this event. The investigation could not conclusively determine the cause of the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The apollo catheter has been returned; product analysis is not yet complete. A follow-up MDR will be submitted when the investigation is completed. Mdrs related to this event: 2029214-2019-00485. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that after completing the onyx embolization, the user wanted the apollo tip to detach when the catheter was retrieved. However, the apollo tip did not detach. The apollo catheter was pulled repeatedly until the device was retrieved. This took approximately 20 minutes to remove the catheter. The apollo tip did not detach from the catheter. There was force applied during the removal. The catheter was entrapped / stuck. No patient injury was reported. This event occurred during the treatment of an avm of the right mca. The anatomy was moderate in tortuosity. The reported device and the accessory devices were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The customer was notified that the product should be returned.